Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a cocked stopper (reported as a partial open cap) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the stopper in the bd vacutainer® k2 edta (k2e) blood collection tube was partially open before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "partial open cap".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd vacutainer® k2 edta (k2e) blood collection tube was partially open before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "partial open cap."